Event description:
The customer tested blood glucose and received a result of 40mg/dl in the evening. A friend was worried so they called paramedics. Paramedics arrived and performed a blood glucose test, the result is unknown. The customer was taken to the hosp and kept for observation. The customer was given insulin. The customer was using expired strips. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.